Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient reported red, bumpy skin that was bleeding under her left breast. The patient consulted his physician who advised to remove the lifevest until the rash healed. Follow-up indicated that the rash cleared up and that the patient was wearing the lifevest.